Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that an oval burr, ar-8400obe was used in a rotator cuff repair with subacromial decompression procedure. During use, the burr produced metal shavings in the joint. No further information. Additional information received 4/15/2019: during the sad portion of the procedure, fragments were being produced from an oval burr, ar-8400obe. Not all fragments were removed from the joint. The quality of the bone was good. The was an uninterrupted flow of irrigation through the device during its use. The case was completed by completing the sad and then a double row speedbridge rcr.